Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer would boot up to an error. Broken nylon spacer found inside the programmer. Analysis also found the left keyboard hinge was broken, system fan was noisy, and the keyboard slide cover was missing. (B)(4).

Event description:
It was reported that the programmer displayed a black screen that stated "serious programmer problem" when powering on. The programmer was returned for repair. No patient complications have been reported as a result of this event.